Event description:
It was reported that the procedure was to treat a lesion located in the coronary. A 3.0x12 mm implant was placed in the target lesion without issues. During the procedure, it was noticed that the balloon was leaking 2 cm proximal to the crimped implant. The device was removed from the patient and a balloon rupture was confirmed visually. After the removal, the physician manipulated the device leading to a separation of the balloon form the shaft. The final patient outcome was good. There was no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, the proximal seal was separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or proximal seal separation/break reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.